Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited noise. The rv lead was programmed off and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.